Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation. One event was duplicated during testing; however, the device was outside of specifications. One device was found to be affected by corrosion. The reported event was not duplicated for 1 device; the device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device overheated. One event had no patient involvement with no patient impact; 1 event had patient involvement with no patient impact.